Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 390-high mg/dl on the continuous glucose monitor (cgm) with small ketones. Elevated blood glucose levels were addressed by manual insulin injection. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.